Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on erroneous ft4 results from (B)(6) 2013, refer to medwatch with patient identifier (B)(6).

Manufacturer narrative:
On further follow up, it was determined that the units of measure for ft4 are ng/dl, and the units of measure for psa is ng/ml.

Event description:
The customer received questionable results for free thyroxine (ft4) and total (free + complexed) prostate specific antigen (psa) on four samples and six samples respectively. Of those ten samples, it was determined that two samples had erroneous ft4 results reported outside of the laboratory and one sample had erroneous psa results reported outside of the laboratory. Ft4 and psa units are ng/dl. The customer tried to run controls after the questionable results were generated, but the controls did not run. The customer received abnormal sipper movement alarms. Patient 1 had an initial ft4 result of 6.1, accompanied by a data flag. The sample was repeated on the same analyzer and generated a repeat result of 1.1. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 2 had an initial ft4 result of 7.6, accompanied by a data flag. The sample was repeated on the same analyzer and generated a repeat result of 1.2. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 3 had an initial psa result of 0.52. The sample was repeated on the same analyzer and generated a repeat result of 3.99. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of ft4 reagent in use was 17207601, with an expiration date of 05/31/2014. The lot of psa reagent in use was 17168801, with an expiration date of 04/30/2014. The customer had initially refused a service dispatch. However, the issue recurred on (B)(6) 2013, and the customer agreed to have service on site. The field service representative visited the customer between (B)(4) 2013. The first visit, he could not determine a cause for the issue. He checked the functionality of the instrument. He could not determine a cause on the second or third visit for the issue, and ordered parts for replacement. The fourth visit, he replaced the measuring cells. He did performance testing, which passed. The customer ran calibration and qc, which met the laboratory's specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of information provided for further investigation. A reagent related issue could be excluded.